Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurement that has increased since a previous visit last (B)(6). During an intended device replacement procedure, a decision was made to also perform a lead revision. This lead was surgically abandoned and replaced. Post revision measurements were within normal limits. No adverse patient effects were reported.